Event description:
Customer is reporting a blood leak in centrifuge bowl name and function of complainant: same as reporter. Customer called to report blood leak alarm during treatment procedure. Customer stated that during the second cycle, she noted the centrifuge lid was vibrating and seemed it might be opening up. Customer stopped the instrument tightened the centrifuge lid and restarted the procedure. Customer stated ten minutes after this restart the blood leak alarm occurred. Cts asked customer if there were any other alarms prior to the blood leak, customer stated no there were no alarms. Cts asked customer if there was fluid leaked into the centrifuge, customer stated yes there was fluid sprayed on the walls of the centrifuge. Customer aborted the procedure and did not return any blood/ products to the patient. Cts asked customer if the patient was okay, customer said that the patient was fine. Cts asked if any extra fluids were given to patient, customer stated no. Cts dispatched service to inspect the instrument. (B)(4) was dispatched for instrument serial number (B)(4). Product was returned for investigation.

Manufacturer narrative:
Batch record review for lot a911 was performed. There were no non conformances associated with this lot. This lot met all release requirements. A review of complaints received for lot a911 was performed. There were no other centrifuge bowl leaks to date for this lot. (B)(4): field engineer verified codes. Cleaned bowl, did switch adjustment, did bowl optic calibration. Did check out section 7 successfully. Repairs have returned this instrument to expected operation. All required documentation will be given to the customer. The assessment is based on information available at the time of the investigation. The root cause cannot be determined at this time as the product return investigation is still in ongoing. (B)(4).